Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue of ¿device would not turn on¿ was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The assessment found that the power would not turn on even when the power cord was replaced. Additional findings include image loss due to the liquid crystal display panel failing. One of the terminals was corroded. The rear panel was discolored, and the screen was scratched. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus distributor reported (on behalf of the customer) that the high definition lcd monitor would not turn on. No patient harm was associated with the event.